Event description:
Pt advises she is having a difficult pushing plunger all the way down and even has her boyfriend who is big and strong push the plunger, but it has a lot of resistance. I provided her with haegarda connect's number and advised her to speak a nurse to try to troubleshoot. Unk if the device is still on hand, if a dose was missed or if any adverse events occurred. Defects in the complement system. Reported to (B)(6).